Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient lost 100 pounds since implant and the ipg was rubbing against her skin. During the procedure to relocate the ipg, the physician elected to replace it. The ipg was fully functional at the time of explant. The explanted device will not be returned to the manufacturer for analysis.